Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the high blood glucose of 420 mg/dl, treated with manual injection. Customer was filling a new set and the insulin pump alarmed no delivery. Troubleshooting was performed. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device alarmed. Customer was advised to revert to back up plan. No further information reported.